Manufacturer narrative:
Concomitant product: addr01, ipg, implanted: (B)(6) 2013.

Event description:
It was reported the right atrial (ra) lead and right ventricular (rv) lead had rising thresholds with decreasing lead slack. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.